Event description:
During an atrial fibrillation procedure, st elevation was noted and self-resolved in about 30 seconds. This occurred when the sheath crossed the transseptal site. All lines were checked and the sheath was aspirated and flushed. The same sheath was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. An event of st elevation was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown.